Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was leaking, there was no additional information available.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover, cracked tank cover, outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from the tank cover confirming the customer complaint. The root cause of the reported issue was found to be customer damage - cracks in the bottom of the tank cover caused by overtightening the screws holding it to the enclosure. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D5 and e4 are unknown, no information provided to date.

Manufacturer narrative:
Event date updated. No patient involvement.